Event description:
It was reported that during the implant procedure after the lead was placed in rv, it was noted that the patient¿s blood pressure decreased significantly. It was determined via fluoroscopy that pericardial effusion was present. A pericardial effusion was due to a perforation. Pericardiocentesis was performed. The lead was explanted and replaced. The patient was transferred to ICU in stable condition.